Manufacturer narrative:
On october 17, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 385cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 1, 2021, the mentor failure analysis lab received the device for evaluation. The paperwork received with the device indicated that the replacement surgery was (B)(6) 2021. Hence, field d6b for explantation date has been updated to (B)(6) 2021 on this form. On october 7, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 385cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2021, mentor became aware that only left side implant was ruptured and right was intact. Also, the replacement device information was received as catalog number 3503501bc; serial number (B)(6) for the right side, and catalog number 3503501bc; serial number (B)(6) for the left side. Device problem code under field h6 has been updated from "rupture"to "adverse event without identified device or use problem." Reason for device explant and/or reoperation: right ptosis. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 360cc mentor memorygel breast implant on the left side, and with 385cc mentor memorygel breast implant on the right side and experienced bilateral breast implant rupture postoperatively. As a result, the patient will undergo bilateral explantation and replacement with unknown silicone devices on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.